Manufacturer narrative:
E1; patient city; (B)(6). Patient country; italy.

Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that patient faced infusion set tape not sticking event on 08-june-2024. Product was not adhering. No further information was available.